Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 566mm from end of hub. A visual and tactile examination found a kink 25mm distal of hypotube/midshaft bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 20 x 3.50 promus premier&#10244;rug-eluting stent was advanced; however, resistance was encountered when crossing the lesion. The physician pushed the device and the proximal shaft kinked and broke 20cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 20 x 3.50 promus premier drug-eluting stent was advanced; however, resistance was encountered when crossing the lesion. The physician pushed the device and the proximal shaft kinked and broke 20cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.